Manufacturer narrative:
The actual complaint product was not returned for evaluation. A review of the device history record is not possible as no lot number was provided. Root cause could not be determined. All information reasonably known as of 03-feb-2021 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. (B)(6) health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Event description:
It was reported the patient had and enteral feeding tube placed in (B)(6) of 2020 which "developed a break between the g and j tubes inside, and the feeding went into the stomach and leaked out of tube." There was no reported injury but the patient was taken to the hospital for tube replacement.